Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory g3 premium brush head of the philips sonicare power toothbrush system. The complaint was received from a consumer in australia. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their g3 premium care brush head fell in mouth and bristles fell in mouth. No injuries were reported. A potential choking hazard was identified.

Event description:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.